Event description:
Information was received from a patient and a manufacturer representative (rep) regarding the patient receiving unknown morphine (10 mg/ml at 1.48 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient reported "feeling the pump deliver in pocket". During pump replacement, the catheter did not aspirate from the catheter access port (cap) chamber. Regarding factors that may have led or contributed to the issue, it was noted that the patient lost 40+ pounds. A full catheter replacement was done. The issue was resolved at the time of this report. Additional information was received from the rep. They reported the reason for the pump replacement was the device was eos (end of service). Regarding the patient stating they felt the pump deliver in the pocket, this was clarified to mean a sensation in the pocket. The cause of the inability to aspirate the cap was not determined.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2026, product type: catheter, ubd: 22-apr-2021, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.